Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient said that their controller can't find their implant. The patient said this is the second time this issue has happened and the last time it took their manufacturer representative (rep)  several hours but then they were able to find it. The patient said the issue this time started last night. The patient was seeing 'no device found' on the screen and said they had been working with it for about two hours. On the call, the patient described the no device found screen and selected recharge. The patient then described passive recharge mode, and numbers 81-96-96. The patient said they have been doing this and seeing these screens for the last two hours, and the numbers have stayed about the same, but they keep coming back to 'unable to recharge'. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. The manufacturer representative (rep) later called back and noted they attempted to troubleshoot with the patient by resetting the patient controller and tried to start a charging session with the recharger away from the ins and moved it over the device. The caller indicated that they were not able to resolve the issue with the patient and asked what troubleshooting could be done. Technical services  reviewed information about troubleshooting. The caller indicated that they will have the patient continue trying to charge and then get the patient to go in for an appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The cause was not determined, however the rep contacted tech services to resolve the issue. They can only get to passive charging screen with values of 92 and 94. The patient had already spent a fair amount of time charging in passive mode so walked caller through disabling device and re-enabling which was done successfully and then patient was able to charge successfully in normal screen. The issue has been resolved.